Event description:
Hill-rom received a report from a hill-rom technician stating the bed hilow would self-run when the bed is plugged in. The bed was located in ob room 10. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the relay on the logic board. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the logic board and the issue was resolved. Based on this information, no further action is required.